Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump did not charge when placed on the charging pad, and the charger displayed a blinking indicator light despite trying multiple power outlets; no fluids were observed near the charging pad, and the user lacked a functional belt clip. Symptoms included no adverse clinical effects. Outcomes included provision of troubleshooting guidance and arrangement for replacement supplies. Investigation included user walkthrough of power-source checks and environmental inspection by phone. Investigation of this case revealed a suspected charger malfunction consistent with a failed external power/charging accessory, while the pump exhibited no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.